Event description:
It was reported that the lead exhibited high thresholds as well as diminishing r waves. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage coils remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited high thresholds as well as diminishing r waves. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead involved in the event was not returned for analysis; however, performance data was collected from the device and has been analyzed. Impedance/increasing impedance: weekly pace impedance trend data shows an increase for min and max lv perm pace impedance = 684 to 1102 ohms peak between (B)(6) 2012. Sensing/oversensing: 15-ventricular nst<(><<)>(><(><<)><(><<)>)>=210 ms between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead - (B)(6) 2011.